Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus button was unresponsive. The patient indicated that after removing the audio bolus cap to troubleshoot, the cap did not go back on the pump. Reportedly the tactile changes occurred prior to the damage. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the audio bolus button was unresponsive due to the missing button contact and the complaint could not be further investigated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.